Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 1oct2018. It was reported that the ventilator was turning on by itself and the on/off button wasn't responsive. There was no patient involvement reported. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. The unit passed performance testing and was returned to service.

Event description:
It was reported that the ventilator was turning on by itself and the on/off button wasn't responsive. There was no patient involvement reported. Estimated date; the date of the incident was not provided by the customer.